Manufacturer narrative:
(B)(4).

Event description:
It was reported when the kit was opened in the intensive care unit they found the wire was bent. As a result, it was not used and a new kit was opened for a new wire. There was no delay in treatment and no patient death or complications reported.